Event description:
It was reported to medtronic neurosurgery that the patient's implanted valve was found to have changed its pressure settings during a recent appointment with the physician. According to the report, there are two new items the patient comes in contact with, hearing aides and headphones, that the patient's mother wanted to know if they might potentially have been the cause of the change. The report states that the patient did not incur any injury as a result of the event, and that they were doing very well.

Manufacturer narrative:
The product remains implanted in the patient and was unavailable for return. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. The instructions of use that accompany the device caution that "devices known to contain magnets should be kept away from the immediate valve implant location, as they may have an effect on the performance level setting of the strata-type valve. All magnets have an exponentially decreasing effect on the valve the further away they are located. Common environmental levels of electromagnetic (radio frequency) radiation generated by security scanners, metal detectors, microwave ovens, mobile telephones, high voltage lines, and transformers should not affect the performance level settings." While it is impossible to quantify all the various magnetic field in our environment, the vast majority will not impact the valve as long as distance from the valve implant is maintained.